Event description:
It was reported that the device would intermittently not operate on battery power. There were no reports of patient use associated with this event.

Manufacturer narrative:
Physio-control evaluated the device but was unable to duplicate the reported failure. Proper device operation was observed through functional and performance testing. The device was returned to the customer for use.